Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. Where possible, at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging are made. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device was unable to be performed as it was not returned to endologix as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows left limb, torus stent occlusion, proximal stent malposition and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. It was reported that a thrombectomy was performed, successfully removing clot from the stent and opening the occluded graft. It is unclear why the thrombus developed. The procedure related harm was malposition of the most proximal stent during the thrombectomy. The final patient status was reported as improved with three vessel run off. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for peripheral arterial disease with the implant of three detour system torus peripheral stent grafts (psg) on (B)(6) 2024. At the end of this procedure the patient had one strong run off vessel. On (B)(6) 2024, the patient presented to the emergency room due to increased pain. The patient was healing from gangrene and then it stopped improving approximately two weeks prior. It was identified that the torus psgs had completely occluded. On (B)(6) 2024, thrombectomy was performed using a penumbra 12 thrombectomy catheter. The clot was removed from the graft and in the process the 6.7 torus psg was dragged down nearly its full length. An additional 6.7 torus psg was implanted proximally to cover this section. Post-reintervention, the patient had three runs off vessels.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.